Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2023. During the procedure, the clip was attempted to be used; however, the clip would not deploy properly. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be used; however, the clip would not deploy properly. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy properly. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly detached from the bushing and still attached to the control wire. It was also noted that there was evidence of soft deployment. Microscopic examination was performed, and it was found that one locking tab was opened. No other problems with the device were noted. The reported event of clip would not release from catheter was confirmed. Investigation found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had one side lifted, consequently, the root cause of the clip assembly detachment. Most likely during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function was to attach the clip to the bushing, therefore, with this component lifted, there was not enough subjection between the clip and the bushing, causing the reported failure on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.